Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device handle was cracked and broken. There was no missing piece on the broken handle. The reported conditions were confirmed. The investigation found the device handle was broken. The broken handle can make the device jaw difficult to open or close. The broken handle can also make the device difficult to activate. The damage to the device handle is consistent of misuse. The cracked handle indicate a hard object was grasped while the cutting mechanism was engaged, this action caused an excessive force to occur at the handle of the device. The excessive force cracked the device handle. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had been used successfully for approximately twenty minutes and there were no alarms but it had seized up inside the patient after firing and the jaws could not be opened and was stuck on tissue. They pulled it out with no damage or blood loss. Another instrument was opened and the case continued with no patient injury.